Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the mildly tortuous mid left anterior descending (lad) artery. The 3.5x15mm nc tenku balloon dilatation catheter (bdc) was unpackaged without issue. Reportedly, there was no resistance during removal of the stylet and protective sheath. The nc tenku bdc was soaked and prepped without any issues or leaks noted. The nc tenku bdc was successfully advanced to the target lesion; however, during the first inflation the balloon ruptured at 10 atmospheres (atm) and was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The rx nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the u.s. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.